Event description:
It was reported that a dewalt battery was smoking while sitting in a box. There was no pt involvement or adverse consequences.

Manufacturer narrative:
Unit was evaluated by the customer. Manufacturer's investigation is still ongoing; if additional info is received, a follow-up report may be submitted.